Manufacturer narrative:
This complaint is related to MDR #1828100-2014-01005. The reported complaint was confirmed. The srt replaced the dual tech board in the roller pump. The srt performed preventative maintenance inspection and verification/release test. The unit operated to manufacturer specifications and will be returned to customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Please reject the initial MDR #1828100-2015-00394 as it has been determined that the complaint is not valid. This complaint is not valid as the cited belt slip error only occurred during testing after servicing and repair of the pump. There are no previous related complaints for this pump to suggest that this issue existed prior to the observed failure. The pump was repaired and approved for use.

Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, there was a "beltslip" error message and inaccurate revolutions per minute (rpms) displayed on the roller pump while testing the pump after repair. There was no patient involvement.